Event description:
The customer used the device to check their blood glucose and obtained high results. They said the device also read hi and they dosed insulin. Emergency medical technicians were called and they checked glucose and the result was 462 mg/dl. Customer was taken to the hospital and admitted for one week. They were given fluids and an IV. They vomited blood and doctors thought customer had an ulcer, they also found acid on their stomach. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.